Manufacturer narrative:
Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The mre was performed for the finished device g4cp-2017 number, and no internal action related to the reported complaint was found during the review. A repair follow-up was performed with the customer and service was declined indicating no service was needed. As such, the reported complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ system irrigation pump (us) and developed st segment elevation. During the procedure, the temperature value from the thermocool® smart touch® sf bi-directional navigation catheter (30501064m) was not displaying on the smartablate® generator and an invalid temperature error was displayed when trying to go into ablation. The cable was replaced without resolution. The catheter was replaced, and the issue resolved. The case continued. It was also reported that while using the replacement thermocool® smart touch® sf bi-directional navigation catheter (30514020m), error# 100 - eeprom data service - displayed on the carto® 3 system. The catheter was replaced, and the issue resolved. The case continued. The issue was catheter related. The carto® 3 system is operating per specs and is not responsible for the product issue. After the catheter was replaced, st segment elevation was noted on the electrocardiogram (ECG) signals. A coronary interventionist was called in and an arteriogram was performed. It was determined the coronaries were clean, so the blockage had resolved itself. A possible air embolism was suspected. The patient ECG signals were being monitored and a new sheath was set up to continue with the case. The sheaths used were not bwi products. The patient appeared to be in stable condition and the case continued. Patient had fully recovered with no residual effects. Prolonged hospitalization was not required. The physician believed there may have been some air in the ablation tubing/catheter or it occurred while exchanging the first ablation catheter for the second. Given the st segment elevation can be an indicative of air embolism and given the physician suspected and air embolism occurred, this is being conservatively coded as ¿air embolism¿.